Event description:
It was reported that the clamp of a minicap transfer set cracked and leaked. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a crack in the main body was observed. However, without an actual sample for evaluation, the report of leak at twist clamp could not be confirmed or refuted. The reported damage was verified. The cause of the damage could not be determined, however is possibly due to exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.